Manufacturer narrative:
Block h6: device problem code 2907 captures the reportable event of sponge detached. Block h10: one rx locking/ biopsy cap was returned for analysis. Visual analysis of the returned device found that the sponge was detached from the biopsy cap. Additionally, there is evidence of a star cut through the sponge. No other issues were noted. The reported event of sponge detached was confirmed. An investigation to address this issue has been completed. The successful implementation of the vendor's process changes and utilization of the new foam material was implemented. However, the batch was manufactured after CAPA implantation. Therefore, the most probable cause of the reported event cause not established since the investigation findings do not lead to a clear conclusion about the cause of the encountered event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure,after a small needle was used to poke a hole in the biopsy cap, the sponge detached from the biopsy cap inside the scope. It was reported that a water-soluble lubricant was applied to the cap, prior to use. The sponge was removed using a pair of forceps. Another rx locking was used to complete the procedure. There was no serious injury nor adverse patient effects reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, after a small needle was used to poke a hole in the biopsy cap, the sponge detached from the biopsy cap inside the scope. It was reported that a water-soluble lubricant was applied to the cap, prior to use. The sponge was removed using a pair of forceps. Another rx locking was used to complete the procedure. There was no serious injury nor adverse patient effects reported as a result of this event.